Manufacturer narrative:
It was reported that the water would not cool while in diagnostic mode. This was originally determined to be blanket/wrap contact surface temperature not cold enough during therapy; however, the device was evaluated and it was determined that cooling therapy could not be initiated. This issue is not reportable per the calculated exposure of the product family hazard harm list criteria. The malfunction has not previously, and is not likely to, result in serious injury or death to the patient or caregiver.

Event description:
It was reported the altrix would not cool the water. There was no report of patient involvement or adverse consequences.

Event description:
It was reported the altrix would not cool the water. There was no report of patient involvement or adverse consequences.